Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was ¿very beat up¿. No additional information was provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2019 with the following findings: during investigation, the pump was returned with a cracked battery compartment above grip , paint worn off at corner's and display lens is scuffed. Unable to complete test steps 10.11.13.21.and 35 due to dim /pink unreadable display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.